Event description:
It was reported the device doesn't allow user the 15 seconds for battery change. The device was returned for repair. No patient com plications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display was missing pixel segments, the upper case was damaged, one bail cover was contaminated, one bail cover was broken, the ring cover was contaminated, the ring bail was bent and the keyboard was scratched. (B)(4).